Event description:
Freestyle libre 3 plus sensor is loosing connection with the phone app after 2 to 3 days, when the sensor should work for 15 days. This is dangerous in cases where blood sugars go low at night and no alarm goes off to warn the person because the signal is lost unexpectedly. I've now had 5 sensors fail after 2 to 3 days of use in under a month, so now I have several puncture wounds in my arm that make it hard to find a location to put in a new sensor. The sensors are failing faster than replacements can arrive. So, I am required to go back to finger pricks. That means that I have to maintain higher blood sugar levels to avoid lows. I've spoken to their support several times and finally have identified that their compatibility with iphone is on older os versions. They either need to work on maintaining compatibility or doing a better job of communicating their incompatibility. Patient codes: 1912; 2462. Device codes: 2919; 2896. Ref reports: mw5183614, mw5183615, mw5183616, mw5183618.